Event description:
It was reported that an error message was observed from the patient's vns device that stated the device was disabled and not providing stimulation. No additional or relevant information has been received to date.